Manufacturer narrative:
The field service engineer (fse) performed peristaltic pump cassette replacement modification and noted no hardware performance issues. On (B)(4) 2012, the fse performed preventative maintenance major (pm-a) and also noted no hardware issues - all diagnostic test results passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. A definitive cause of the event is unknown.

Event description:
The customer reported erroneous troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. Subsequent analysis of the patient's second sample, on the same analyzer and an alternate access 2 system, recovered lower results, within the normal reference range. The erroneous troponin I results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer-supplied patient data also indicated an elevated creatine kinase-mb (ck-mb) result, for the same patient. Upon reanalysis, on the alternate analyzer, lower results were recovered, within the normal reference range. Patient treatment was not impacted. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.